Manufacturer narrative:
The pipeline flex has not been returned for evaluation. The reported event could not be confirmed and an event cause could not be conclusively determined from the reported information.

Event description:
Medtronic received report of pipeline flex incomplete opening during a procedure. The patient was undergoing treatment for a aneurysm in the left superior hypophysial artery. It was reported that a pipeline flex was deployed in the cervical carotid. On deployment, there was narrowing in the middle section of the device; the device was unable to be opened and was removed from the patient. The patient reportedly woke up post-procedure without any issue. There were no reports of patient injury in connection with this event.